Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
It was reported that the patient's system was explanted at an unknown date in 2021. There is no further information at this time.